Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm and a weak battery alarm. It was found the customer could clear the weak battery alarm, but not the button error alarm. The customer's blood glucose was 11.2 mmol/l. The customer stated they were horseback riding prior to the alarms occurring. Troubleshooting could not occur as the insulin pump was not operational. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected button error alarm or battery alarm was noted. The functional tests could not be completed due to the unresponsive keypad. The act button was unresponsive due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.